Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2022 due to the patient experiencing ineffective stimulation. As a result, the lead was repositioned in order to improve therapy. Effective therapy was established post operatively.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. The allegation is against 1 of two products. However, it is unknown which component, therefore all potential components are being listed. Additional components potentially involved in the event include: serial: (B)(4). Batch: 7868294. UDI: (B)(4). Model: 3166. Quattrode lead wide spaced, 60 cm.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.